Event description:
Discordant chloride results were obtained on multiple patient samples on an advia 1800 instrument. The discordant chloride results were not reported to the physician(s). The customer reported patient results were falsely elevated 10 meq/l. There is no information regarding repeat or reported chloride results. There are no known reports of patient intervention or adverse health consequences due to the discordant chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and checked the dilution bowl and stirrer motor. The cse also checked the dilution probe pipette position and performed ion selective electrode calibration. The cse successfully ran a precision test and quality controls. The cause of the discordant chloride results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.